Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
No further information could be gathered due to lack of response from the user. No further investigation was found necessary. No resolution was possible for this complaint due to lack of response from the user.